Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be "improper consideration of end user requirements-shipping or handling caused damage to device." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting alert 02(low flow alert) and alert 01 (patient line open) for fluid delivery line open to air. Mss advised the nurse to disconnect and reconnect both fluid delivery line and the pads, then the flow rate change to 0.2 l/m then stopped. Mss asked whether the pads were cut or damaged, nurse replied that the top of the pad was cut near the neck. Mss advised nurse to replace it and call back if still they got low flow alerts. Mss also reminded the nurse not to cut pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting alert 02 (low flow alert) and alert 01 (patient line open) for fluid delivery line open to air. Mss advised the nurse to disconnect and reconnect both fluid delivery line and the pads, then the flow rate change to 0.2 l/m then stopped. Mss asked whether the pads were cut or damaged, nurse replied that the top of the pad was cut near the neck. Mss advised nurse to replace it and call back if still they got low flow alerts. Mss also reminded the nurse not to cut pads.